Manufacturer narrative:
Pending investigation. D10: 1531824 101-05-20 - 3.2mm drill bit 20mm 1pk. 3825334 164-01-14 - element-stem, collarless w/ha, std offset, sz 14. 4192594 180-65-25 - alteon 6.5mm screw, 25mm. 4243543 180-01-52 - nv crown cup clstr hole 52mm group 2. 4287750 170-36-00 - biolox delta femoral head 36mm od, +0mm. H7: z-2122-2021.

Event description:
As reported, the patient had an initial right tha on (B)(6)2016. The patient returned to the surgeon's office complaining about their primary hip. Pain and dissatisfaction. Upon examination and imaging, the poly showed wear and is involved in the recall. The patient underwent revision right tha on (B)(6)2023 where the head and poly liner were swapped. A new vitamin e liner and ceramic head were implanted. The patient left the or stable. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Based  on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.